Event description:
The customer reported that a heparin infusion that was intended to infuse at 11ml/hour was hung at 1945 and one hour later the 250ml heparin bag was found half empty. The results of stat blood testing were not in therapeutic range so the heparin infusion was discontinued and frequent lab blood tests were performed.

Manufacturer narrative:
The customer¿s report of an over infusion of heparin was confirmed. During physical inspection it was noted that the membrane frame was a non-carefusion part. Log analysis indicates that on (B)(4) 2015 at 7:41pm the pcu was initially powered on with the event pump module identified as channel a seconds later. A short time later the user programmed heparin 25000unit/250ml with a dose of 1100 unit/h (rate=11ml/hr), and a vtbi of 240ml, and started the infusion. The primary volume infused was recorded as 0ml. The infusion was paused for approximately 3 minutes between 7:42 and 7:45 and it alarmed for patient side occlusion at 7:47 pm but was quickly restarted. At 8:42 pm the channel was again paused and restarted a minute later. Finally, at 8:44 pm the user paused the pump module and then about 3 minutes later powered off the channel. The primary volume infused was recorded as 10.562ml. Rate accuracy testing was performed and the device was found to be out of specification with periods of unregulated flow observed. The membrane frame was replaced with a known good carefusion part and rate accuracy then measured within specification with no unregulated flow observed. The non-carefusion part was reinstalled and unregulated flow was again observed to occur. The root cause of the reported event was use of a non-carefusion membrane frame that has been determined to have been manufactured by elite biomedical solutions.